Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated abrasion marks along the lead body. The interaction with another lead should be taken into consideration. Furthermore cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Blood penetrated the lead in the cut area. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. The values of the parameters measured during the mechanical analysis of the fixation mechanism proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead had become dislodged three times prior and the physician repositioned the lead. This lead became dislodged again and the physician chose to explant and replace it. Should additional information become available, this file will be updated.